Event description:
It was reported that the wake button became detached from the pump. There was no reported impact on the customer¿s blood glucose level. The device was arranged to be returned, and a replacement pump with a new serial number was sent to the customer.